Manufacturer narrative:
Date sent to the FDA: 3/24/2016. The actual device involved in this event was returned for evaluation. The evaluation found the needle has a bent point and scratch marks were noted on the bayonet close to the point.

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. A single low resolution picture was returned. The needle appears to be bent near the point or tip but the cause of the bending can not be determined. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an ear surgery on (B)(6) 2016 and suture was used. During the procedure, the needle was found to bend while sewing. There were no reported patient consequences. Additional information is not availbale.